Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolved the problem.

Manufacturer narrative:
Lens was returned dry inside a case/vial. Visual inspection found the lens haptic broken and fibers on the lens. Dimensional inspection found the lens to be out of specifications. Work order search: no similar complaint was reported for units within the same lot. Method code 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).